Event description:
It was reported to boston scientific corporation that a wallflex partially covered esophageal stent was used during an esophagogastroduodenoscopy (egd) with stent placement procedure on a male pt sometime in april. According to the complainant, this previously implanted stent migrated 4cm into the stomach and became occluded by the existing tumor. During attempts to remove the stent, the blue positioning suture broke. The procedure was completed with another wallflex partially covered esophageal stent through the previously implanted stent. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported as fine.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration and manufacture dates are unk. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed.